Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cubies and drawers were intermittently not detected on the bus and drawer 1.1 was identified as the most frequently affected. A field service engineer (fse) investigated the auxiliary drawer issues by reseating all cables, wires, and drawers, and cleaning all connections, followed by a reboot. Drawer 1.1 continued to malfunction in hardware test application (hta), so the fse replaced the drawer board and rebooted, but the issue persisted. The fse then replaced the pyxibus module control board, after that the system booted successfully. The drawer was verified to be operational, configuration and storage space setup were completed, and access was restored. Functionality was tested and confirmed to be successful. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple auxiliary cubies and drawers were intermittently not detected on the bus despite several tickets raised with no resolution. Cubies were popping out during recovery, but the issue was not sustainable. Drawer 1.1 was identified as the most frequently affected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.